Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was then checked. While checking release criteria it was noted that there was a thrombus attached to the tip of the wds. The closure device was released from the core wire and successfully implanted in the laa of the patient. The physician then aspirated the thrombus back into the wds and removed everything from the patient. No thrombus remained in the patient following this. The patient did well following these events and there were no other patient complications that were reported to have occurred.